Event description:
It was reported that during a transcatheter aortic valve implant procedure, a pre-implant balloon aortic valvuloplasty was completed due to it being standard for the implanting physician. Immediately following the implant of a transcatheter aortic valve, the mean aortic valve pressure gradient via echocardiography was 13 millimeters of mercury (mmhg). It was then decided to take a second valvular gradient measurement via a direct catheter-based system. The left ventricle pigtail catheter was then placed in the left ventricle apex, and the gradient was reported to be 20 mmhg. However, when the left ventricle pigtail catheter was positioned near the inflow of the valve, the gradient was reported to be near 0 mmhg. The attending physicians then concluded that the pressure gradient recorded by echocardiography was artificially inflated due to an intracavitary gradient. One day following the valve implant procedure, echocardiography was obtained which revealed a mean aortic valve gradient of 27 mmhg.

Manufacturer narrative:
Continuation of d10: concomitant medical devices in use during the event include: product ID: {d-evolutfx-2329}; product serial/lot number: {unknown}; product type: {0195 - heart valves}; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.